Event description:
Boston scientific received information that during a device replacement procedure, when this right ventricular lead was tested through the replacement device, the electrogram displayed noise resulting in pacing inhibition. The impedance measurements were in acceptable range, however occasional high out of range measurements were obtained. The device header was vented to assure there was no air in the header, however this did not resolve the issue. A decision was made to surgically abandon and replace this lead. Visual inspection revealed a fracture thought due to pocket manipulation, however it could not be confirmed whether this may have been due to the suture sleeves tightening. Post lead replacement and connection to the replacement device, normal measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and replacement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.